Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, under general anaesthesia due to coiled electrode. The patient was then reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 20, 2023.